Event description:
Info contained in a legal file indicated that a pt experienced stent thrombosis and a myocardial infarction (mi) after having a coronary artery stent implanted in his left anterior descending (lad) artery. The pt's medical history, vessel/lesion characteristics and procedural details have not been provided. The indication for the procedure was an acute mi. The pt was prescribed plavix for three months following stent implantation. At some point after the plavix was discontinued, the pt experienced a thrombotic event and subsequent myocardial infarction. There is no other info available at this time.

Manufacturer narrative:
The sterile lot number for the device is unk therefore, a device history report review could not be conducted. Stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the limited info provided, it is not possible to determine what factors may have contributed to the reported events.